Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. It was reported by a getinge service territory manager (stm) that the customer usually handles their own service, and that the customer's biomedical engineer reported that he was unable to confirm the reported problem and was going to return the iabp unit to service. (B)(6).

Event description:
It was reported that during use on a patient, "no trigger alarm" appeared on the cs300 intra-aortic balloon pump (iabp). The electrocardiography (ECG) cable was swapped out, but that did not resolve issue. The iabp was switched and was sent to the biomedical engineer. No patient harm, serious injury or adverse event was reported.